Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient presented for a planned percutaneous coronary intervention (pci), however during pci perforation was noted to mid left circumflex artery. The patient decompensated requiring cardiopulmonary resuscitation, epi, pericardiocentesis and impella cp placement. Covered stent was placed to lm. The impella flows were suboptimal and impella in ventricle alarm was noted. Decision was made to remove impella. The patient outcome is survived.

Manufacturer narrative:
The investigation of low pump flow has been completed. No product was returned. Log review found the placement signal trend declining since the start of the case and low triggering ps low alarm. Since the pump start few suction alarms were seen with relative to the event timeline. Also, impella in ventricle alarms noted few minutes after suction and pump run. No other abnormalities to motor current trend was seen. Clinical also states that the patient was experiencing poor condition after perforation which occurred prior to impella placement and the patient requiring pericardiocentesis procedure which likely contributed to suction issues during impella support. The root cause of the issue was most likely patient condition related since placement signal was low when the pump was started and there was a perforation event that caused blood loss.